Event description:
A hospital implant registration form received by the company indicated that on (B)(6) 2024, a patient's entire pacemaker system, including a biotronik pacemaker, were explanted due to an infection that developed on an unknown date. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).